Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Information was provided that the damage was caused by the handpiece plunger. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure lens found to have mark on it. The company delivery system was used along with company ophthalmic viscosurgical devices (ovd). No issues occurred during the folding of the implant. The patient had not yet attended the post-operative consultation to determine whether the mark is causing any discomfort. Additional information has been requested and stated that the implant inspected before the folding however not under a microscope. As per the reporter injector nozzle touched the optics during implant injection and would have caused the scratch/mark. It was also stated a sudden jerk was felt midway through the injection. The physician saw the patient again. The mark was located at the pupillary margin. The patient did not experience any discomfort, and explanation was not planned.